Event description:
The customer reported that the insulin pump was damaged and was alarming motor error during the prime process. The customer stated that the o-ring on the reservoir compartment was coming out while bolusing. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with scratched liquid crystal display window.